Event description:
During the case surgeon, assistants and scrub tech noted the black insulation on back side of handpiece had melted away. Handpiece removed and taken out of service. Doctor reported no harm to pt. Pt's shoulder was irrigated and flush with nss solution and shaver used to clean area.